Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that vitrectomy surgery was aborted however the patient recovered without any issues after undergoing a re-operation. The system could be used after rebooting, however, the surgeon elected not to complete the procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract surgery the system was turned into blue back on screen and shut down. Initially cataract and vitrectomy combination surgery was planned to be performed. However the system was shut down during cataract surgery. An alternate phacoemulsification system was used to complete the cataract surgery. It was reported that vitrectomy potion would be performed on later day. Additional information has been requested.